Event description:
Customer reported that the unit does not boot up, displaying a charger fail error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the battery charger voltage to read 225v, unit booted up error free, able to x-ray error free, checked unit operations, unit functions as intended.